Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 10/26/2016 that an issue occurred with a lite glove. The customer reports light handle covers are splitting.

Manufacturer narrative:
Based on additional information received by the customer.

Event description:
It was reported to covidien on (B)(6) 2016 that an issue occurred with a lite glove. The customer reports light handle covers are splitting, no patient involved. Issue was discovered during set up. It is unknown if the lite glove was too tight when being placed. A new glove was placed when issue was noticed. Lot number is unknown because the component is not lot tracked.